Manufacturer narrative:
Concomitant products: product ID: 977d260, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who had a trial neurostimulator. It was reported that the patient developed pain at the lead insertion site on (B)(6). The patient went to the emergency room (ER) twice and no action was taken. The patient presented to the doctor on (B)(6), which revealed that the site appeared to be infected with drainage. The leads were pulled and the patient was admitted for IV antibiotics. It was unknown what led to the event. No diagnostics or troubleshooting was performed. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any were planned.